Event description:
It was reported that when the physician was removing the drain, a portion of the drain broke off in patient. The patient was taken back to surgery to retrieve the broken piece. No further complications were reported.